Event description:
On (B)(6) 2024 a radiology technician was securing a patient to the table, while the table was in a vertically tilted position. At the time of the incident the technician was standing behind the table at the foot end with her foot on the table support base. The technician foot was crushed by the lower bearing guide which comes to within an inch of the base.

Manufacturer narrative:
This incident was caused by a radiology technician operating the x-ray diagnostic table without following the precautions described in operating manual.